Manufacturer narrative:
The complaint investigation for potential false negative results when using architect hbsag qualitative ii reagent lot number 21264fn00, included a search for similar complaints, and review of complaint text, trending data, labeling, device history records, and field data review. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review on lot 21264fn00 did not show any non-conformances, potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Customer field data was used to assess the performance of the architect hbsag qualitative ii assay using field data. This evaluation indicated that the patient median result for lot 21264fn00 is within the established control limits. Therefore, no unusual reagent lot performance was identified. There is the possibility of occult infection with this case given the positive dna results. Based on the investigation, no systemic issue or deficiency of the architect hbsag qualitative ii reagent lot number 21264fn00 was identified.

Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 2g22 that has a similar product distributed in the us, list number 4p53.

Event description:
The customer observed a false (B)(6) architect (B)(6) qualitative ii result for 1 patient. The following data was provided (two samples drawn on different days from the same patient: (B)(6). The patient had a past (B)(6) infection that had been treated and previous results were (B)(6). No impact to patient management was reported.